Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds, and decreased pacing impedances since implant. In addition, there were unsuccessful right ventricular automatic threshold (rvat) tests due to low evoked response (ER). Boston scientific technical services (ts) discussed that the lead may be dislodged, and recommended further evaluation. The physician will continue to monitor and this rv lead remains in service. No adverse patient effects were reported.